Event description:
The customer reported that the readings between the blood glucose and the sensor were pretty off and had experienced a lot of lows lately, but the insulin pump did not alarm. The blood glucose at time of call was 87mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.